Event description:
Pt was having a tubal ligation. Dr visualized dye in the abdomem/bowel and thought the bowel had been nicked. He requested dr to "grope" in pt while in surgery. The kleppinger was sent to biomedical department. Was told there was a problem with the kleppinger and it was sent out for repairs to the co.